Manufacturer narrative:
(B)(4).

Event description:
.

Manufacturer narrative:
(B)(4). The investigation was completed on 05/14/2014. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.22 on an 31(B)(6) this report. Date: time: method: result: (B)(6) 2014, 03:21 am, I-stat 0.22. (B)(6) 2014, 03:51 am, ortho 0.03. (B)(6) 2014, 04:13 am, I-stat 0.01. There were no injuries reported with this event. The customer reports that the patient was admitted to the ICU for observation based on the initial results. There is no reason to believe based on the information available that product is not performing as intended. An investigation has been initiated.